Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was found to be dislodged during rv lead revision procedure. Lead was explanted and replaced. Patient was asymptomatic when presented to clinic. Patient's condition was good post-procedure.